Event description:
New information received notes that oversensing was post-paced t-wave oversensing.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was asked to go to the emergency room when ventricular oversensing alert episodes were observed on merlin.net transmission. Programming changes were made. Patient was asymptomatic and did not experience any adverse event. Patient was discharged in stable condition.